Manufacturer narrative:
Corrected event date is (B)(6) 2013. No additional information is available. No reports will be forthcoming.

Event description:
It was reported that during use of an outback cto catheter, the catheter tip came off in the patient during withdrawal of the device. All parts of catheter were retrieved from the patient without adverse events reported. The device will be returned for analysis. Additional information has been requested.

Manufacturer narrative:
Complaint conclusion: during use of an outback cto catheter, the physician encountered difficulty advancing the catheter over the iliac bifurcation. The device was inserted and withdrawn twice in the attempts, and while shaping the distal end before inserting the catheter in the patient for a third time, the tip fell off on the sterile table. There was no reported injury to the patient. The procedure was continued with a competitor's device which crossed over the iliac bifurcation however treatment of the lesion was unsuccessful. The patient is scheduled for femoral bypass surgery to treat the lesion. The physician has used the outback cto catheter for 2 1/2 years. The target lesion was the left sfa. The patient was diagnosed with bilateral sfa occlusion. Access was made contralaterally through the right sfa with an unknown 6f, 45 cm sheath. There were no issues preparing the device for use according to the IFU. The cannula actuated normally during prep. The outback was inserted in the patient and difficulty was encountered at the point of advancing the outback over the iliac bifurcation. The outback would not go over the iliac bifurcation, so the sheath was backed up a little and tried again unsuccessfully. The outback was removed from the patient and at this time the tip was shaped before it was inserted for the second time. However, the outback was still not able to go over the bifurcation. Attempts to back up the sheath resulted in backing up into the aorta. There was no torquing conducted during advancement. The outback was removed from the patient and while shaping the distal end of the shaft outside the patient and before inserting the outback into the patient for a third time, the nosecone fell off. One non-sterile catheter outback was received coiled inside a plastic bag. The nosecone was ripped and received with returned device. The inner liner presents marks of welding. The catheter length was not measure since the nosecone was ripped. However, the cannula measured 9.0 mm of usable length and the measure was found within specification. The unit is not functional. No other anomalies were observed in the returned device. Insertion/withdrawal test was performed with lab sample 0.014"gw and no obstruction was noted. The gw was inserted in the cannula guide wire port and came out the hub as expected during functional test. The catheter shaft/nosecone spins smoothly as the rhv was rotated. Cannula deployment test applicable was performed and cannula was deployed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure cto catheter system tracking difficulty reported by the customer was not confirmed since the device did not show anomalies in the body shaft. The failure catheter tip/distal tip fractured-separated/in patient reported by the customer was confirmed. The cause of the failure experienced was not determined; inner liner present marks of welding. Based on the information available for review, there are possible vessel characteristics and procedural factors (difficulty passing the device over the iliac bifurcation) that may have contributed to this event. However, an investigation has been initiated to evaluate this issue.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance.

Manufacturer narrative:
The complaint conclusion was modified to reflect when the reported event occurred. Updated complaint conclusion: during use of an outback cto catheter, the physician encountered difficulty advancing the catheter over the iliac bifurcation. The device was inserted and withdrawn twice in the attempts, and while shaping the distal end before inserting the catheter in the patient for a third time, the tip fell off on the sterile table. There was no reported injury to the patient. The procedure was continued with a competitor's device which crossed over the iliac bifurcation however treatment of the lesion was unsuccessful. The patient is scheduled for femoral bypass surgery to treat the lesion. The physician has used the outback cto catheter for 2 1/2 years. The target lesion was the left sfa. The patient was diagnosed with bilateral sfa occlusion. Access was made contralaterally through the right sfa with an unknown 6f, 45 cm sheath. There were no issues preparing the device for use according to the IFU. The cannula actuated normally during prep. The outback was inserted in the patient and difficulty was encountered at the point of advancing the outback over the iliac bifurcation. The outback would not go over the iliac bifurcation, so the sheath was backed up a little and tried again unsuccessfully. The outback was removed from the patient and at this time the tip was shaped before it was inserted for the second time. However, the outback was still not able to go over the bifurcation. Attempts to back up the sheath resulted in backing up into the aorta. There was no torquing conducted during advancement. The outback was removed from the patient and while shaping the distal end of the shaft outside the patient and before inserting the outback into the patient for a third time, the nosecone fell off. One non-sterile catheter outback was received coiled inside a plastic bag. The nosecone was ripped and received with returned device. The inner liner presents marks of welding. The catheter length was not measure since the nosecone was ripped. However, the cannula measured 9.0 mm of usable length and the measure was found within specification. The unit is not functional. No other anomalies were observed in the returned device. Insertion/withdrawal test was performed with lab sample 0.014"gw and no obstruction was noted. The gw was inserted in the cannula guide wire port and came out the hub as expected during functional test. The catheter shaft/nosecone spins smoothly as the rhv was rotated. Cannula deployment test applicable was performed and cannula was deployed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure cto catheter system tracking difficulty reported by the customer was not confirmed since the device did not show anomalies in the body shaft. The failure catheter tip/distal tip fractured-separated reported by the customer was confirmed. The cause of the failure experienced was not determined; inner liner present marks of welding. Based on the information available for review, there are possible vessel characteristics and procedural factors (difficulty passing the device over the iliac bifurcation) that may have contributed to this event. However, an investigation has been initiated to evaluate this issue.